Event description:
Customer reported the test strip expiration date does not match the date in the manufacturer's electronic inventory system. Customer states strip expiration date = 02/2006, sap and inventory system = 02/2003. A request was made for the return of the suspect product and replacement product was sent.